Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. A second clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened from fully closed to about 15-20 degrees. It was noted the clip remained stable on the leaflets. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. A second clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened from fully closed to about 15-20 degrees. It was noted the clip remained stable on the leaflets. There were no adverse patient effects and no clinically significant delay in the procedure.